Event description:
It was reported a cerebral vascular accident (cva) occurred in 2008. The cause was due to embolism. The patient was hospitalized until two months later. Additional information has been requested.